Manufacturer narrative:
The lot number 20060077 provided with the complaint record was not valid. No device history record could be performed, since the lot number provided is incorrect. No sample was returned for the evaluation. There were two pictures provided and upon reviewing the pictures, the reported condition of cross spike detached from the tubing line is confirmed. As part of continuous improvements, a CAPA has been opened. The root cause and the action plan will be documented through formal investigation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set leaked at the diet connection. There was no patient injury.